Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the pins on both ends of the cable were found to be corroded. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure at the user facility the tps handpiece cord was smoking. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the tps handpiece cord was smoking. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.